Event description:
During a laparoscopic cholecystectomy procedure, the device was fired onto cystic duct and cystic artery. The clips opened up and fell off the vessels without any prompting. Further clips were tired but also malfunctioned. A new device was then used on the pt. No pt consequences. One device returning.